Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer informed the company account manager the laser probe got stuck in the trocar cannula during a procedure. No harm to the patient was reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported the product was replaced and the procedure was completed by opening up another pack.

Manufacturer narrative:
The customer reported that the 25 gauge illuminated flex curved laser probe was getting stuck in the valved trocars. The 25 gauge illuminated flex curved laser probe was packaged on december 20, 2017. There were (B)(4) packs associated with this package lot number. The laser probe was manufactured on november 28, 2018. There were (B)(4) probes associated with this laser probe lot number. Based on qa assessment, the product met specifications at the time of release. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The laser probe was inserted into a sample 25 gauge trocar cannula and passed through with no noticeable resistance. The sample¿s cannula and nitinol length was measured and were found to meet specifications. The sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02020 to 0.02035, meeting specifications. The sample was returned and the reported event could not be replicated. There was no obvious visual nonconformities and tip length and outer diameter specifications were met. It should be noted that the laser probes are visually inspected to verify the tips are conforming both visually and in length. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).